Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to call back if the issue happens again and understood the instructions.